Manufacturer narrative:
Product event summary:the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Noise and oversensing observed. Asystole episodes with apparent undersensing observed on electrocardiograms.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) was undersensing causing false positives due to inadequate r-waves. Additionally, the device demonstrated oversensing. Sometimes the device only senses p-waves or none at all due to muscle noise. The device will be re-positioned. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.